Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00025: plate, 3025141-2020-00026: screw 1, 3025141-2020-00027: screw 2, 3025141-2020-00028: screw 3, 3025141-2020-00029: screw 4, 3025141-2020-00030: screw 5, 3025141-2020-00031: screw 6, 3025141-2020-00032: screw 7.

Event description:
A lpl medial tibia plate was implanted in the patient. About 2 months after implantation, the patient nearly fell, catching themselves but overloading the ankle, breaking the plate. The plate and screws were explanted on (B)(6) 2020.